Event description:
It was reported that an asymptomatic patient presented in clinic with several non-sustained lead noise episodes that were due to post-paced t-wave oversensing. The oversensing was noted a stored egm. Programming changes were recommended. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.